Event description:
A consumer reported one month following intraocular lens (iol) implant surgery he cannot read the newspaper and cannot see objects in dim light. He also reported he sees ghost and shadow images. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The root cause cannot be determined. Additional information has been requested. (B)(4).